Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient said had staged trial and during the trial had an MRI. Patient said that the day before stage 2 implant patient went to ER due to the pain and was admitted to the hospital so implant was postponed and trial was extended for a week. Patient said that while in the hospital was on a dialuric drip for pain and when they came home received prescribed pain pills. Patient said that the pain has been more prevalent since the 2nd stage of implant. Patient also mentioned experiencing chronic constipation, said has been severely constipated for several weeks. Patient said that today was the first time he had a bowel movement in several weeks. Patient said that he stopped taking the pain pills and has been drinking prune juice. Patient said that after the bowel movement started experiencing burning sensation around stomach and rib cage and it is serious. Patient said th at stimulation was turned off a couple of days ago. Patient said that has called implanting physician and his gastroenterologist about this issue and request a call back. Patient said is concerned whether the MRI during the trial caused some damage and/or the implant itself is contributing to both symptoms of constipation and severe abdominal pain. Patient concerned maybe the lead wasn't placed in the correct area. The patient was redirected to their healthcare provider to further address the issue. Patient said that prior to the implant, hcp didn't try any other conservative treatments.